Event description:
It was reported that the cpc connector broke off the motor drive unit. It is unknown if the unit was being used in a case when problem was discovered. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.